Event description:
(B)(4).

Manufacturer narrative:
A replacement monitor was sent to the customer, and we made a follow-up call to the customer and left a message to confirm that the replacement monitor resolved their issue. We have not received a return call regarding this matter.